Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An exportapce aspiration catheter was used in a patient beyond its expiration date. The catheter was used approx 3 months post expiration date. No patient symptoms or complications are associated with this event. The patient's current health status is described as good.